Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl on time and date of hospitalization mentioned was sunday night and monday night (B)(6) 2017 and (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer stated that she could walk straight, she couldn't talk. It was a bad situation. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir and declined to troubleshoot for the high blood sugar. Nature of treatment. Findings was reported visit to ER. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.